Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had been walking up their step when they hit their head on a beam, knocking themselves out, and falling down the stairs. The patient stated that after the fall their stimulation had been less effective in relieving their pain. No additional patient symptoms, and no additional complications were reported for this event. [Refer to pe (B)(4) for details pertaining to the related event couldn't implant "regular" lead b/c scar tissue.] [Refer to (B)(4) for details pertaining to the related event gradual loss of pain relief since fall.] [Refer to (B)(4) for details pertaining to the related event pp emitting squealing noise, not working.] [(B)(6) 2018 cutinm1: although the patient stated that they were "crying because I'm dying" the information provided was most reasonably hyperbole used to describe their level of pain; there was no information provided to reasonably suggest or allege that a mdt device or therapy was causing or contributing to the patients being in danger of imminent death. Additionally the patient hitting their head and becoming unconscious is related to the cause of the fall, there is no information to suggest that the device or therapy caused or contributed to the patient falling or becoming unconscious. Therefore, these event do not meet the criteria of a complaint per the complaint assessment decision tree in appendix 1 of (B)(4).]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that no steps were taken to resolve the less effective therapy after their fall. The patient noted that they were in pain management and had received steroid shots. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.